Manufacturer narrative:
(B)(4). Granuloma under eye, condition aggravated, facial infection, facial puffiness, anxiety, loss of confidence assessed as serious and possibly related.

Event description:
This is a verbatim report as received by valeant from (B)(6): it was reported that the pt has been using sculptra since 2005. The pt did not have any issues with the product until (B)(6) 2012 when he had his first reaction. He developed pea-like lumps under the skin and also developed a granuloma under his left eye, even though he hadn't had any sculptra injected into that side of the face. The doctor wanted to inject more sculptra into it as there was a dip in the skin and he wanted to disguise it, so two weeks ago on fri the pt had another injection and it made his face a lot worse. On the following tue he had an infection in the face. It was cleared up now but it has left him with a puffy face with swelling in the left cheek. He has lumps and bumps on the left side of his face and it is disfigured. The pt thinks he looks like a mild version of the elephant man. Additional comments/further info: the pt feels that the sculptra has ruined his life and he does not feel that the doctors were skilled enough to inject the product. He said in some cases it has blinded people, but that is rare. He also said that the doctor is aggressive and was pushing him to inject again. It has caused him anxiety and distress, and also lacking in confidence. The pt's medical history and concomitant medications were not reported. No batch number/expiry available. (B)(4). This case was received by (B)(6) on (B)(6) 2013 and was forwarded to valeant on (B)(6) 2013.